Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up report will be submitted as soon as the investigation is complete.

Event description:
It was reported that the guidewire has looped in the vena cava. After insertion of the sheath over the guidewire into the heart, the dilator and the guidestar sheath were deflected in its orientation by the loop in the wire. This deflection led to a puncture of the vena cava. The puncture resulted in an emergency. After closing the puncture site, the patient was monitored in the intensive care unit which he has already left. The patient is doing well. The physicians does not consider the incident as a product-related incident. No additional information available. Submission being reported for administration purposes.

Manufacturer narrative:
Corrections: corrected codes for clinical & impact. One 14f guidestar steerable introducer sheath was received with the dilator and a 0.035" guidewire. There were no other accessories. Traces of blood were found on and inside the sheath. Upon evaluation of the returned product, it was found that the sheath fully deflected. The locking mechanism held the deflection firmly in place when tested. When the sheath was x-rayed, it was shown that the anchor ring and pullwire were in the original intended position. There were no breaks or slack in the pullwire where it exits the large hypotube and the large and small hypotubes were intact. The device history records were reviewed to confirm that the device passed all applicable in-process and final inspections. The device was returned for evaluation even though there was no product performance issue reported. Returned device analysis revealed the sheath was within manufacturing specifications. The sheath looked normal under x-ray and fully deflected as intended. According to the event description summary, the sheath was deflected with the dilator inserted. According to the IFU, the sheath should not be deflected with the dilator inserted. The device history record showed that the introducer sheath passed all in-process and qa final inspection steps before shipping to the customer including visual, dimensional and mechanical testing. No manufacturing defects were found. No further follow-up is required. Based on the investigation, a CAPA is not required as there was no issue reported for the device performance or quality. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type and risk. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.